Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of the steerable guide catheter (sgc), water was observed out the side of the stop cock. It was also noted that the port was cracked in half. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported flush port break. The reported leak (loss of fluid column) was due to the reported break. There is no indication of a product issue with respect to manufacture, design, or labeling. H6. Code 1135 was removed and code 1069 was added.